Event description:
It was reported that the customer experienced low blood glucose levels which required a 911 call for medical intervention. The blood glucose reading was 22 mg/dl, which was treated with a tube of instant glucose. The customer stated that she also had gastroparesis and poor hypoglycemic awareness. She stated that she had been having seizures and was having low blood glucose levels that day. The customer stated that she was not taken to a hospital and refused to be transported. Upon inspection, it was found that the reservoir showed more insulin than what was shown on the status screen. She reported that she had had more insulin than her blood glucose levels could tolerate. She noted that she had recently had her thyroid gland removed. She added that she was treating with a temporary basal for 2 hours, but it did not change anything. She was advised to consult her doctor regarding low blood glucose and to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.